Manufacturer narrative:
Check of the DHR of the lot # involved (201505795) did not show any pre-existing anomaly. No pre-existing defects were found on the material (x15tn) used to manufacture the bit. The broken drill bit was thrown away at the hospital so we could not receive and analyze it. By a picture provided, the breakage occurred at the beginning of the helix part, at a certain distance from the tip. An unexpected bending load during use is the most likely cause for the breakage of the drill bit. Limacorporate, after receiving other similar complaints, in may 2016 performed the following corrective action on the drill bits with model # 9084.20.081 and 9084.20.086: improvement of the drawings with increase of the core diameter of the drill bits to enhance the mechanical strenght of the drill bits. Limacorporate will keep monitored the market to verify the effectiveness of the above corrective action.

Event description:
The drill bit broke into two during surgery, when drilling the whole for the glenoid screw. No surgical time extension and consequences for the patient. Surgery was completed successfully. The event occurred in the us.